Event description:
The surgeon inserted a bone screw into the acetabular cup. The tip of the screwdriver broke off in the screw. The tip broke flush off. The surgeon could not retrieve the tip. The cup liner was then inserted. The rest of the surgery was uneventful.